Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. The external and internal aspects of the device were inspected. The manufacturer found there is unknown dust/dirt contamination present on all surfaces of the base unit, including the air inlet where the filter would be. The device did not return with an sd card or filter, and at the entrance of the iso port. There was unknown debris in the tracks of the ui panel. There was a piece of unknown plastic sitting on top of the pca. The manufacturer noted that there are mineral deposits present on the motor casing and inside the blower housing, suggesting unknown liquid ingress. There was an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. A keratin-like substance was observed at the blower housing outlet. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box were inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found.  The manufacturer concludes that they could not confirm the customer's allegation and that there was no visible foam degradation. But it confirmed the presence of contamination in the airpath. Sections d8, d9, h2, h3 and h6 updated in this report.